Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
One year ago, a patient underwent a port placement procedure using the vaccess chest port. On (B)(6) 2025, it was found that catheter found to be fractured at level of connector and embolized to right atrium. Required foreign body retrieval and new port placement. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported catheter fracture, material separation and migration as no objective evidence was provided for review. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
One year ago, a patient underwent a port placement procedure using the vaccess chest port. On (B)(6) 2025, it was found that catheter found to be fractured at level of connector and embolized to right atrium. Required foreign body retrieval and new port placement. The current status of the patient was unknown.